Event description:
Healthcare professional reported after approximately 2 months, the device was explanted due to severe aortic insufficiency. At explant, a perforation was found in one leaflet and there appeared to be a mismatch between the leaflets.